Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted for approximately 38.5 months total, is reported to be emitting beeping tones. It was noted that the patient is coming in for a follow-up appointment.